Event description:
It was reported that the patient experienced an overdose following a refill session on (B)(6) 2012. During the refill, the medication was changed from morphine sulfate to fentanyl. A bridge bolus was performed and the daily dose was changed from 0.5mg/day to 1.8mg/day morphine for the duration of the bolus. The doctor was fully aware of the increase in dose during the bolus and "did not think that was going to be too much for this patient"; however, "it ended up being too much". It was also stated that the bolus duration should have been 243.7 hours but instead was 67.6 hours. The doctor stopped the bridge bolus about 49 hours into it and a total of 0.3576ml had been delivered during that time. The pump was programmed to minimum rate mode. The patient was administered narcan and was hospitalized for overdose and symptom of sedation. The patient promptly recovered and was stabilized. The following day, the bridge bolus was restarted at 0.5mg/day and would remain at this dose until finished. Following the bridge bolus, the patient was to begin receiving baclofen and fentanyl.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).